Manufacturer narrative:
Siemens is conducting a detailed investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis one system. The system could not be moved prior to an emergency patient procedure; the unit was unsuccessfully restarted twice by the operator. The patient was relocated to complete the procedure on an alternative device. Siemens is not aware of any adverse effect on the health status of the involved patient.